Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was in the tubing. The patient stated that tubing was blocked but pump did not display occlusion. No further information available.